Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the pump battery was depleting quickly. Subsequently, the customer's blood glucose (bg) level was 599 mg/dl and the customer went to the ER. Customer bg was addressed by administering a manual injection. Reportedly, the customer had an alternate pump available for insulin therapy.